Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that, during the initial implant of this right atrial (ra) lead, high threshold measurements were observed. An attempt to reposition the lead was unsuccessful due to helix mechanism issue. Subsequently, another ra lead was successfully implanted. No adverse patient effects were reported. Lead return is not expected.